Event description:
Pt had problem with pump alarming in the middle of night, but was able to get pump to work for the rest of his infusion. Rptr replaced pump the next day and when tested, a problem was found with the battery.